Event description:
A distributor reported that a customer observed positively biased tsh qc results biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that calibration results were acceptable. Correct qc fluid handling was verified. No issues were noted on any other assays. It was noted that the customer was using a 5x dilution factor for the tsh controls. The customer removed the dilution factor and the issue was resolved. The root cause of the event is user error in using unnecessary dilution factor for the tsh assay.